Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the unicel dxc 600 pro synchron system. The fse inspected the analyzer and found bubbles in tubing's, ratio pump and flowcell. The fse replaced the sodium (na) electrode, chloride (cl) electrode, calcium electrode tip and modular chemistry sample syringe to resolve the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. The fse verified system performance successfully. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
The customer reported obtaining three (3) erroneous ise (ion selective electrode) patient results which include sodium (na), potassium (k), and chloride (cl) on their unicel dxc 600 pro synchron system. The customer indicated that when repeated patient sample on a different analyzer obtained normal results. Two (2) erroneous patient results were reported outside the laboratory. There was no report of change to treatment, injury or death associated to this event. The customer did not provide patient demographics.